Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during coil embolization procedure, while trying to detach the coil inside the patient, the coil delivery wire proximal part was found to be broken. No impact to the patient was reported.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. . Based on the information available the exact cause for the reported event cannot be determined.

Event description:
It was reported that during coil embolization procedure, while trying to detach the coil inside the patient, the coil delivery wire proximal part was found to be broken. No impact to the patient was reported.